Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 780 hematology analyzer stopped giving differentials. Customer reported that there was a leak under the shear valves. Customer reported that the volume of the leak was 100 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed diluent was leaking from shear valve cvl 85/126 due to a plugged tube at pinch valve (vl65). Vl65 is the pathway for the differential sample from shear valve cvl85/126 to the differential mixing chamber. The fse replaced the tubing and decontaminated the area. No further evidence of leaking was found.

Manufacturer narrative:
(B)(4).